Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was being seen in the hospital for reasons not related to the pacemaker. The right ventricular lead exhibited low impedance and loss of capture. There were no symptoms reported by the patient. No intervention had been reported.